Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. No other significant gynecologic history. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("bleeding\ unusua beeding"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (surgery to removal device). At the time of the report, the uterine perforation, genital haemorrhage, urinary tract disorder, migraine and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, migraine, urinary tract disorder and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. No other significant gynecologic history. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("bleeding\ unusua beeding"), dyspareunia ("dyspareunia"), urinary incontinence ("urinary problems"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (surgery to removal device). At the time of the report, the uterine perforation, genital haemorrhage, urinary incontinence, migraine and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, migraine, urinary incontinence and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: lawyer was added. Case become serious incident. One event was updated from urinary problem to urinary incontinence & one event fatigue was added. Removal date was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, gerd, hyperlipidemia, post-traumatic stress disorder, multigravida and parity 3. No other significant gynecologic history. Family history included ovarian cancer (mother) and heart disease, unspecified (father). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("bleeding\ unusual bleeding"), dyspareunia ("dyspareunia/ painful sex"), urinary tract disorder ("urinary problems"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (surgery to removal device). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, urinary tract disorder, migraine, fatigue, abdominal pain lower, menstrual disorder and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, urinary incontinence, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: four coils were visible at this site. Ultimately this was fired with 13 coils counted after the placement was completed. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events added: cramping, unusual periods, urinary incontinence. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. No other significant gynecologic history. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("bleeding\ unusua beeding"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (surgery to removal device). At the time of the report, the uterine perforation, genital haemorrhage, urinary tract disorder, migraine and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, migraine, urinary tract disorder and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿urinary problems" was coded back to the meddra llt: urinary tract disorder. No new follow-up information was received from the reporter. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. No other significant gynecologic history. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysuria ("urinary problems") and migraine ("migraines"). At the time of the report, the uterine perforation, genital haemorrhage, dysuria and migraine outcome was unknown. The reporter considered dyspareunia, dysuria, genital haemorrhage, migraine and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.